Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was not completing the air removal step during the load sequence. The customer loaded a new cartridge to address the issue.